Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of the bd ultra-fine¿ short needle insulin syringe penetrated through the shield of the sealed product. The following information was provided by the initial reporter: "production reporting potential needle stick injury during packing of unopened needle package. Reviewed the supporting evidence and there was a needle coming through the side of the plastic cap of a sealed package."

Event description:
It was reported that the needle of the bd ultra-fine¿ short needle insulin syringe penetrated through the shield of the sealed product. The following information was provided by the initial reporter: "production reporting potential needle stick injury during packing of unopened needle package... ... Reviewed the supporting evidence... And there was a needle coming through the side of the plastic cap of a sealed package."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-apr-2023. H6: investigation summary customer returned (1) 29 g 1 ml 1/2in bd¿ blister from lot: 2115833. Production reporting potential needle stick injury during packing of unopened needle package. The returned syringe was examined and exhibited the cannula through the shield that could lead to needle stick. A review of the device history record was completed for batch# 2115883. All inspections were performed per the applicable operations qc specifications. Embecta was able to confirm the customer¿s indicated failure. Root cause for this defect cannot be determined. H3 other text : see h10